Event description:
It was reported that the patient underwent an l4-s1 transforaminal fusion via a posterolateral approach, using rhbmp-2/acs at multiple levels with peek spacers, synthes instrumentation and chronos tricalcium beta phosphate. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: the patient was pre-operatively diagnosed with degenerative disc disease l4-l5 and l5-s1, l4-l5 stenosis and l5-s1 foraminal lateral recess stenosis and underwent the following procedures: decompressive lumbar laminectomy, partial l4, complete l5, partial s1. Bilateral foraminotomies of l4, l5 and s1. Transforaminal lumbar interbody fusion, l4-l5 and l5-s1 using tlif peek spacers size 17 at l4-l5 and size 15 at l5-s1. Posterolateral fusion at l4-l5 and l5-s1. Posterior segmental instrumentation l4-l5 and l5-s1 using synthes click x screws. Use of local bone harvested from the lamina and morcellized. As per op-notes, the transverse processes of l4, l5 and sacral ala were decorticated bilaterally and at that point using two large rhbmp-2/acs kits rolled with chron os tricalcium beta phosphate is a sushi type fashion. One large pack was used for each two levels for each lateral gutter. On (B)(6) 2009: the patient underwent anterior posterior and lateral views of lumbar spine post-op. Impression: postsurgical changes from posterior fusion and laminectomy from l4 to s1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.